Event description:
It is reported that the surgeon is concerned about the metal tab on the articular surface. He thinks it has come unattached to the surface. Surgeon is still debating on performing a revision. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the complaint was initially reported to a zimmer associate and it was reported that the surgeon was planning a revision of a zimmer knee after reviewing x-rays suggesting that the metal insert in the articular surface had become unattached to the articular surface. It was later confirmed that this item was a nexgen lps articular surface that was implanted with at nexgen lcck femoral component with a precoat tibia with offset stem extensions. No item or lot numbers were provided. No patient information was provided. Attempts were made to retrieve x-rays, but they have not been returned. It was also confirmed that the surgeon is now doubting that they will perform the revision surgery. The probable cause of the complaint can not be determined at this time. Evaluation results - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.